Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection, using a microscope at 10x magnification, showed surface particles and viscoelastic residues on the lens which indicated that the lens was previously handled. Manufacturing defects weren¿t identified in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. Cosmetic inspections of the lenses were performed and optical measurements were reviewed. There were no issues reported. A search on product history complaints revealed no product deficiency was found. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu provides warnings for physicians considering lens implantation, should weigh the potential risk/benefit ratio for patients in whom neither the posterior capsule nor the zonules are intact enough to provide support for the iol. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed during the initial implant procedure as the patient has a genetic condition that would not support the lens. The lens was being implanted in the patient's right eye. A vitrectomy was performed. The reported genetic condition was unknown, but because of it, it wouldn't support the lens. Lens was removed only, there was no information about a replacement lens. There was no product problem. No further information was provided.